Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the implant fractured and was removed. A new implant has been placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An full osseotiteâ® implant 4 x 11.5mm (fos411) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and bone with fracture at the threads. Device history record (DHR) review was completed for the subject lot number (2016121456). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016121456) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.